Event description:
During laparoscopic appendectomy the stapler was applied. The stapler cut the tissue but did not staple it. The stapler was removed from operative field. The physician then applied endoscopic sutures (x3) to the appendix stump. There was no harm to the patient.